Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to g2. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, the root cause of the peeling was stress on the insertion section, such as the following: physical stress such as by rubbing/ hitting the insertion section chemical stress from reprocessing not recommended by IFU (reprocessing manual) high humidity or exposed to x-rays and/or ultraviolet-rays, etc.) The event can be detected/prevented by following the instructions for use which state: ¿3.3 inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that a bronchovideoscope insertion tube had peeling. The issue was found during maintenance of the device. During the device evaluation, the following reportable malfunction was identified: deterioration. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. During the device evaluation, the connecting tube had peeling on the coating, confirming the reported event. In addition, due to a pinhole on a-rubber, water tightness was lost. Also, due to coating peeling around connecting tube, insulation resistance value did not meet the standard value. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.